Manufacturer narrative:
It was reported that the device was explanted on (B)(6),2023. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker could not be interrogated, confirming the clinical observation. In addition, no antibradycardia pacing output was present. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be almost eri. Subsequent thorough investigations of the electronic module revealed a damaged integrated circuit, leading to an elevated current consumption draining the battery. In summary, the clinical observation resulted from a damaged integrated circuit. The manufacturing records document a flawless device production, particularly the current consumption was normal and as expected. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
It was reported that this device could not be interrogated. No adverse patient events were reported. The device remains implanted at this time. Should additional information be received, this file will be updated.